Event description:
It was reported to tyco healthcare/kendall in 2007 that a customer had a problem with a foley catheter. The customer stated, on the 5th day of use, the pt took the catheter off accidentally, and the balloon part remained in the pt. No product was returned from the customer.